Event description:
(B)(6) clinical study. It was reported that bilateral arm pain with balloon inflations occurred. In (B)(6) 2013, the subject's qualifying condition as unstable angina. Abnormal stress test or imaging stress test indicated ischemia prior to the procedure, and the subject was referred for elective cardiac catheterization. The index procedure was performed. Target lesion #1 was located in the mid right coronary (rca) with 95% stenosis and was 28 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre dilatation and placement of a 3.50 x 38 mm study stent. Following post dilatation residual stenosis was 0%. Post deployment of the study stent post dilatation was attempted using a nc quantum balloon, however, the balloon did not cross the lesion. The target lesion was then post dilated with a 4.0 x 20 mm emerge balloon catheter. The subject complained of bilateral arm pain with balloon inflations, which was treated with nitroglycerin and fentanyl. Post index procedure the subject developed chest pain and bilateral arm pain and the subject was taken back to cath lab. The subject was referred for percutaneous coronary intervention. Cardiac enzyme measured were elevated was consistent with protocol definition of mi. The subject was noted to have a q-wave mi. Post index proedure, the 60% thrombotic appearing lesion (hazy appearance) in the proximal part of the study stent in mid rca was treated with the placement of a 4.00 x 20 mm promus drug eluting stent in an overlapping fashion. Following post dilatation the residual stenosis was 0%. Two days post procedure the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that post index procedure ECG revealed st segment elevation. Follow-up corelab angiography results noted presence of thrombus, with isr length of 7.58 and isr stenosis pattern of 1c with absence of aneurysm. Corelab comments noted "thrombus present within stented segment".